Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the drawings, documentation, instructions for use (IFU), specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One advance micro 14 ultra low-profile pta balloon catheter was returned for investigation. The catheter is accordioned throughout the length of the catheter. The catheter is separated into six (6) sections. The distal tip of catheter was not returned. The marker bands are not present. A kink was noted on the proximal section 8.5 centimeters (cm) from the proximal hub. The distal end of the wire guide could be inserted through the proximal end of the catheter until wire hit the kink in the catheter. The proximal end of wire was able to be completely inserted through all but one of the six separated sections. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. There is no information regarding the wire guide used in this procedure and if this wire guide was the correct size or met its manufacturer's quality specifications. Per the IFU, "the balloon is manufactured from an extra-thinwall, high-strength, minimally-compliant material. Particular care should be taken in handling the balloon to prevent damage. The catheter is compatible with .014 inch wire guides." Based on the information provided, examination of the returned product, and the results of our investigation, definite root cause could not be determined; however, it is possible that this event is related to device usage with incompatible equipment. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Common name & product code = unavailable as product lot number, rpn, and gpn are unknown. PMA/510(k) number = unavailable as product lot number, rpn, and gpn are unknown. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that prior to a right tibial procedure, the advance 14 balloon catheter was tight advancing over the 0.014 inch diameter wire guide prior to sheath insertion. The balloon was then attempted to be removed from the wire guide, and pulled apart. Per the initial reporter, the malfunction of balloon catheter was observed prior to use. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and overall outcome has been requested, but is not available at this time.